Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed. Upon explant fluid loss from an unknown source was noted in the system. Upon explant a small bladder erosion was identified; however, the physician was unsure if the device had caused the symptom as it might have occurred during reservoir explant. The physician decided not to proceed with the replacement and let the patient heal before reimplanting a new device. The patient was said to stable following the procedure.